Manufacturer narrative:
Additional information in b4, g4, g7, h2, h3, h6: methods, results, and conclusion codes. The product was not returned so a visual inspection could not be provided. The lot number was not provided and a device history review could not be performed. However, provided x-rays showed that the disc appears to be stuck in flexion during flexion and extension of the neck. There appears to be adequate anterior-posterior coverage of the endplates. The prosthetic disc appears to be slightly thicker in height than adjacent segments. The absence of medial/lateral images precludes any conclusions on alignment or sizing in that direction. The complaint is confirmed for loss of mobility in flexion/extension. Without the returned prosthesis, surgical notes, or additional images that can visualize the core, the cause cannot be conclusively determined.

Event description:
It was reported that the patient's c6/7 disc replacement seems to be stuck in flexion and is not moving in any direction approximately 15 months post operatively. The patient claims to have some neck pain that was not present before the surgery. There is no revision surgery scheduled at this time and no additional patient impacts reported.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the patient's c6/7 disc replacement seems to be stuck in flexion and is not moving in any direction approximately 15 months post operatively. The patient claims to have some neck pain that was not present before the surgery. There is no revision surgery scheduled at this time and no additional patient impacts reported.